Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mhflanepa5 biometric identifier was not working, requiring sign-on with a password and witness. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 07-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) removed the biometric identifier (bio ID) from the chassis for inspection, and a loose universal serial bus (usb) cable was found. The cable was reseated, and the bio ID was tested in hardware test application (hta). No further issues were observed. The system functioned as intended after field service engineer repaired the device.